Event description:
Event description guidant received information that the patient with this pacing system had a ventricular lead perforation of the heart. The patient had some pericardial effusion and pericarditis.